Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cover was dislodged. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device evaluated with respect to operational environment. Note: the reported complaint was confirmed. The field service representative pressed the cover down in the hinge assembly and the cover was held securely. The root cause could not be determined.